Event description:
The olympus representative reported on behalf of the customer, the channel tube on the evis lucera elite colonovideoscope was clogged with foreign matter. The issue was detected during reprocessing after use. The intended procedure was completed with a similar device and the evis lucera elite video system center with no surgical delay. No patient injury was reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue not confirmed. There was a white hard plastic object in the instrument channel tube, which was removed at the time of evaluation. The bending cover had leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a foreign object being stuck in the endoscope. It was judged that the discharged object did not originate from the device, but it was not possible to specify further the cause of the event from the results of investigation. It was concluded that the suggested phenomenon was preventable, since the instructions for use (IFU) states the following regarding detection of foreign objects prior to use: ¿3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve.¿ olympus will continue to monitor field performance for this device.